Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Event description:
Healthcare professional later reported device to be intact "chest pain and issues", "displacement" and "capsular contracture baker grade ii". Device has been explanted. Currently, there are no reportable events on record. Record will be unreported.

Manufacturer narrative:
As the device was found to be intact, this record is no longer reportable to the FDA and will be un-reported.